Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that patients/ orders not crossing across multiple facilities. A technical support specialist database has been reduced in size, resulting in the liberation of storage space to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the patients are not transferring from mhs genesis to the pyxis es system across the entire facility. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.